Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 52odx46id. Item: us157852. Lot: 368100. Taperloc microp lat fmrl 5.0mm. Item: 15-103200. Lot: 651450. Magnum tpr insr rmvl tool assy. Item: 31-139252. Lot: 519590. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04)- head. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately fifteen (15) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.